Manufacturer narrative:
Block h6: impact code f1001 captures the reportable event of procedure cancelled.

Event description:
Note: this report pertains to one of two resolution 360 clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 clip device was used in the ampulla during an endoscopic retrograde cholangio pancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the clip prematurely deployed from the catheter. Another of the same device was opened, and the same problem occurred. The procedure was not completed due to the access was too difficult with tumor ingrowth around ampulla and cbd. There were no patient complications reported as a result of this event. Note: it was reported that the scope used was a duodenoscope. However, per the instructions for use, hemostasis clip is designed to be compatible with forward viewing endoscopes only.